Event description:
It was reported that eight days post implant the right ventricular lead had unstable pacing thresholds. It was decided to reposition the lead. However, during the lead repositioning procedure the helix could not be re-extended. The lead was removed and a new leadwas implanted instead. No patient complications have been reported as a result of this event.

Event description:
It was reported that eight days post implant the right ventricular lead had unstable pacing thresholds. It was decided to reposition the lead. However, during the lead repositioning procedure the helix could not be re-extended. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. The distal conductor was extrinsically distorted. The exposed right ventricular (rv) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was not obstructed, the distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a tear. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing could not be performed due to the bent helix. Due to the limited amount of blood ingress throughout the lead, it is likely that the damage that was observed was due to explant damage. All electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.